Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result for a (B)(6) year old female patient, when processing on the architect i2000sr. The initial result was 152.42 and the retest result was <1.2 miu/ml, for sid (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using retained and received samples, a review of product quality history, and a review of product labeling. The ticket search determined normal complaint activity for the lot. The trending report review did not identify any trends for the product. A test protocol was executed using retained samples / received samples of architect b-hcg, lot 95264iu00. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. A review of product quality history for the lot number did not identify any issues with the customers observation. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.